Manufacturer narrative:
(B)(4). The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
User facility mandatory medwatch received that stated: "an air-in-line filter was in use on a peripheral infusion line. When staff attempted to switch the infusion to a central line access, the filter extension set would not allow the infusion to continue. Levophed (central concentration) was changed over once this pt had a central line placed. The peripheral concentration was stopped. Pt's blood pressure was noted to drop rapidly via arterial line monitoring. The cuff pressure confirmed this drop. The nurse noticed the centrally concentrated levophed drip did not appear to be advancing through the tubing around the filter. The filter was removed and line reattached. After 2 minutes, the pt's blood pressure started to respond to the centrally concentrated levophed infusion." Upon further query, the following info was provided indicating no flow. The customer contact indicated that the unspecified extension set was being used to deliver an unspecified concentration of levophed via a symbiq pump. The male adapter of a primary symbiq tubing set was connected to the female adapter of the extension set. The male adapter of the extension set was connected to the pt's peripheral access site. After an unspecified length of time, it was reported that the extension set was disconnected from the pt's peripheral access site and reconnected to the pt's central catheter. After the delivery of the levophed was restarted, no flow of solution was noted. After an unspecified length of time, the pt's blood pressure decreased to an unspecified value. It was reported that the extension set was disconnected from the pt's central catheter and was removed from clinical use. The male adapter of the primary symbiq tubing set was reconnected to the pt's central catheter and the therapy was resumed. It was reported that "after 2 minutes", the pt's blood pressure increased to an unspecified value. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.